Manufacturer narrative:
D10: 300-01-12 - eq humeral stem primary press fit 12mm: (B)(6). 320-00-01 - 0 std left tray: (B)(6). 320-06-38 - glenosphere 38mm: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-20-01 - left augment std: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-30 - eq rev com scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-38-10 - 145-deg pe 38mm const hum liner +0: (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6). A10012 - gps implant kit v2: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had a left reverse tsa, underwent a revision procedure due to aseptic loosening of the stem. The patient presented with complaints of pain. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return due to chain of command. Device images are provided. No further information.